Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was undergoing a lead revision procedure on (B)(6) 2018 (reference MFR. Report: 1627487-2018-00707) and the ipg was not placed into surgery mode prior to the procedure. The ipg was unable to communicate with the external devices. The physician requested the ipg to be explanted and replaced